Event description:
It was reported that, "dislocation (B)(6)-2011 taken to ER, (B)(6) hospital (B)(6). Patient can not walk very far without pain."

Manufacturer narrative:
The reported devices are still implanted in the patient. A medical authorization was sent to the patient in an attempt to retrieve the medical records for review. If additional information is provided, the records will be reviewed by a clinical consultant and the results will be submitted in a supplemental report. Associate devices: secur-fit max, cat # 6052-1340s, lot # mha009 and c-taper cocr lfit head 36mm/+10, cat # 06-3610, lot # unknown.